Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test could not be carried out due to shaft damage. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft had stretching damage beginning approximately 60mm proximal of the proximal balloon bond and extending approximately 20mm proximally. No other issues were found with the shaft.

Event description:
It was reported that balloon rupture occurred. The target lesion was located on the radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located on the radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.